Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2013-08768, 2134265-2013-08771, 2134265-2013-08772. It was reported that automatic pullback failure occurred. The target lesion was located in an unspecified vessel. During percutaneous coronary intervention, the motor drive unit was used in conjunction with opticross imaging catheter to visualize the lesion. After crossing the opticross imaging catheter, the physician attempted to perform automatic pullback, but it failed. An unknown error message was displayed on the monitor. As the reconnection of the catheter could not resolve the issue, the physician attempted to use another opticross imaging catheter. However, the same issue occurred. The procedure was completed using a third opticross imaging catheter without issue. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The ccp board and pins appeared normal and a good click sound was heard during insertion into the mdu system. The telescope assembly was not able to properly pull back, advance, and retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. Automatic pullback cannot be performed due to the telescope not being able to pullback, advance or retract. During image characterization testing, no image appeared in the system due to electrical open at proximal. No error message was observed during functional testing. Imaging core wind up in the hub assembly was observed during x-ray analysis. The device failed to meet specifications based on its returned condition. The manufacturing batch record review showed that the lot met all required specifications at the time of its release. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2013-08766, 2134265-2013-08771, 2134265-2013-08772. It was reported that automatic pullback failure occurred. The target lesion was located in an unspecified vessel. During percutaneous coronary intervention, the motor drive unit was used in conjunction with opticross¿ imaging catheter to visualize the lesion. After crossing the opticross¿ imaging catheter, the physician attempted to perform automatic pullback, but it failed. An unknown error message was displayed on the monitor. As the reconnection of the catheter could not resolve the issue, the physician attempted to use another opticross¿ imaging catheter. However, the same issue occurred. The procedure was completed using a third opticross¿ imaging catheter without issue. No patient complications were reported and the patient's status is good.